Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent a partial right knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent an outpatient arthroscopic procedure on (B)(6) 2013 due to pain and loosening. During the procedure, surgeon noted synovitis, a lateral meniscal tear and a cement fragment in the patient. No further information has been provided to date.